Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional equipment specialist (res) was called onsite to repair a machine with an ultrafiltration (uf) rate issue during a patient's hemodialysis (hd) treatment. The biomedical technician (biomed) stated that during the last five minutes of the patient's treatment, the uf switched to a new treatment time and uf removal instead of turning off. The machine issue was caught and uf turned off as the patient¿s treatment was completed. The biomed confirmed that the patient completed treatment successfully and the correct amount of fluid was removed. The biomed confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient¿s pre and post treatment weights were as expected. The biomed replaced the function board and upgraded the machine software. The res performed a uf problem identification checklist and the machine passed all tests. Additionally, the uf pump was checked with a 25 ml graduated cylinder and no issues were found. Following machine testing, the res performed functional checks and confirmed the machine was operating properly. The biomed confirmed that the machine is back in service without reoccurrence of the reported issue. No parts are available for return to the manufacturer for physical evaluation. Additional patient and treatment information was requested, however, not provided.

Manufacturer narrative:
Device evaluation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to the reported ultrafiltration (uf) rate issues. The res performed a uf problem identification checklist and the machine passed all tests. Additionally, the uf pump was checked with a 25 ml graduated cylinder and no issues were found. Following machine testing, the res performed functional checks and confirmed the machine was operating properly. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The onsite evaluation by the res was unable to confirm the reported issue. The investigation into the cause of the reported problem was not able to be confirmed.